Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va16c96, product type: lead. Additional review indicates information reported previously in manufacturer's report (MFR) #2649622-2016-13831 about the second lead that was used pertains to this manufacturer¿s report. Any additional information related to the second lead will be reported under this MFR. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep). It was reported that the lead would only bend medially. The hcp thought that this was a faulty product issue. It was noted that both left and right side of sacrum was tried and the lead only curved medially. The bent stylet was used first then the straight stylet was used. The rep reported that they opened a second lead and the problem persisted, but the lead was ultimately placed with no curve. No patient symptoms or harm reported. A manufacturer representative (rep) reported the device would be returned.